Event description:
The MFR's rep reported that the pt had fallen which required a catheter revision. During the catheter revision, a part of the catheter had broken off and was "floating in the cerebronspinal fluid (csf)". The hcp plans to "advance the second catheter and possibly retrieve the other catheter piece". No add'l info could be obtained about this event.